Manufacturer narrative:
This device is used for treatment, not diagnosis. The exact catalog number is unknown for 2 screws. This report is for 2 screws that belong to the part family 04.005.5xx. Investigation could not be completed, no conclusion could be drawn as no device was returned and a catalog number and a lot number was not provided.

Event description:
Patient was implanted on (B)(6) 2010 with lateral entry nail, end cap and 4 screws (2 proximal screws and 2 distal screws) for a segmental left femur fracture. Patient underwent revision surgery to remove the 2 proximal screws for unknown reasons on an unknown date. Reportedly, the fracture had healed. Patient complained of irritation from the 2 distal screws. Patient underwent revision surgery on (B)(6) 2013 to remove the 2 distal screws. The nail and end cap were also removed. There were no reported issues with the nail or end cap. Surgery reportedly went well with no complications. This is report 1 of 1 for complaint # (B)(4).